Event description:
It was reported that the delivery gun broke. The plugger broke during the case.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: device history review indicated all devices accepted into final stock met specifications. Device visual inspection confirmed a broken black piston plunger in the cortoss gun. Complaint history review indicated there have been no other similar events for the reported lot. Visual inspection indicated the black piston plunger of the cortoss gun fractured at the end where it pushes trough the cartridge and the cartridge was noticed to be empty of cortoss material, this likely indicates that all the cortoss material was allowed to be pushed trough into the mix tip for delivery. Per the IFU; "allow the cortoss cartridge to equilibrate to room temperature (17-23c or 63-73f) prior to use. [...] If cortoss begins to set and becomes difficult to express, simply replace the mix tip on the dual chamber cartridge [...]" Conclusion: the plausible root cause of the reported event is multifactorial.

Event description:
It was reported that the delivery gun broke, the plugger broke during the case.